Event description:
Devices placed on bowel without incident. Surgeon had difficulty removing device. When removed, noted that bowel had cut not stapled. Device is to cut & staple. It only cut. Another device was obtained. Anastomosis & stapling of bowel accomplished.